Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of being hospitalized for an unknown reason. Customer's blood glucose level was unknown at the time of incident and indicated that their endocrinologist reprogrammed the pump. Customer indicated that the buttons were difficult to use and that they will get a new pump. There was no further information provided by the customer.